Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. The unspecified stenosed target lesion was located at the below the knee artery. The 1.5mm x 20mm x 143cm coyote es balloon catheter was used to treat the lesion. The balloon ruptured at 6 atms during the 1st inflation. The device was completed with another with same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received inside a carrier tube (hoop). Magnified inspection revealed a pinhole in the balloon wall aligned with the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. The unspecified stenosed target lesion was located at the below the knee artery. The 1.5mm x 20mm x 143cm coyote es balloon catheter was used to treat the lesion. The balloon ruptured at 6 atms during the 1st inflation. The device was completed with another with same device. No patient complications were reported and the patient's status was good.